Event description:
Facility alleged that 15-20 minutes after initiating hemodialysis, pt complained of chest pain radiating to upper and lower back. Treatment stopped blood not returned. Pt restarted on a new dialyzer without incidents.